Event description:
The investigation has determined that a non-reproducible, higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros 3600 immunodiagnostic system using a vitros tsh reagent lot. Patient result of 4.37 miu/l versus the expected result of 1.75 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer confirmed that the higher than expected vitros tsh result was not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros 3600 immunodiagnostic system using a vitros tsh reagent lot. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined with the information provided. A vitros tsh performance issue is not a likely contributor to the event as the customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Furthermore, precision testing of the vitros 3600 immunodiagnostic system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6740. (B)(6).